Event description:
It was reported that "we had 2 with cracked hubs pulling in air". There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time. Associate MDR numbers include: 9680794-2026-00167.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we had 2 with cracked hubs pulling in air". There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time. Associate MDR numbers include:9680794-2026-00168 and 9680794-2026-00167.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for evaluation. The complaint of a cracked needle hub was confirmed by the photo, which shows a distinct crack in the needle hub of the 18ga introducer needle. No definite signs of use were observed. The customer also returned an unopened cvc kit for analysis. Visual analysis revealed that the needle hub contained a crack on the hub. Microscopic examination confirmed the cracks. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol , acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin". The customer report of needle hub cracked was confirmed by evaluation of the returned sample. Visual analysis revealed a crack in the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.